Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician was unable to perform a (B)(4) study in the atrium. It was noted that the device indicated that it was "unable to initialize (B)(4) study". The device remains in use. No patient complications have been reported as a result of this event.